Event description:
It was reported that the pt developed a large seroma following intramedullary rodding of her left femur, which led to subsequent device flipping. The seroma "cleared", however, the pump settled in an upside down position with scar tissue making it difficult for pump refills. The pump contained hydromorphone 4.0 mg/ml; bupivicaine 40 mg/ml; clonidine 150 mcg/ml and compounded baclofen 200 mcg/ml. The pt underwent surgical revision and recovered without sequela.

Manufacturer narrative:
.